Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified upper limb. A 4.00mm/ 1.5cm/ 140cm small peripheral cutting balloon was selected for use in shunt percutaneous transluminal angioplasty. During procedure, at first dilation, it was noted that the balloon ruptured at 10atm and was removed without any problems. The procedure was completed with another of the same device. There were no patient complications reported.